Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Summary of event: as reported, during a transjugular liver biopsy via access in the jugular vein, the hub of a performer introducer separated upon attempted removal of the device from the patient. Because the physician was unable to grab the sheath with forceps, access was obtained in the common femoral vein (cfv), and the sheath was snared and removed from the cfv. A section of the device did not remain inside the patient¿s body. The patient did not experience any adverse effects due to this event. Additional information was received 02oct2025. The anatomy was not scarred, tortuous, or stenosed, and resistance was not encountered during insertion of the sheath. Resistance was not encountered during insertion or removal of a 5-french cook catheter or other manufacturer¿s wire guides through the sheath. The dilator was not reinserted prior to removal of the sheath. Per the reporter, the amount of resistance encountered during sheath removal was not unusual, and nothing was in the sheath lumen at the time of the event. The hub was used to pull the sheath from the patient. There have been no reported adverse effects to the patient. Investigation evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), and quality control procedures were conducted during the investigation. A visual inspection of the complaint device was also conducted. The hub and side-arm of the complaint device were returned to cook for investigation. The side-arm was attached to the hub. The sheath shaft was not returned. No sheath material remained in the hub. No damage was noted to the silicone disc. A document-based investigation evaluation was performed. A review of the device history record and complaint history found no relevant discrepancies or additional relevant complaints on the lot. The product IFU states ¿insert the introducer dilator over the wire guide into the sheath. Withdraw the sheath and dilator as a unit.¿ a review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr, DHR, IFU, and investigation of the returned device suggests that there is evidence the device was manufactured to specification. Based on the information provided and the results of the investigation, cook has concluded that unintended user error contributed to this event. The IFU states to withdraw the sheath and dilator as a unit, but the dilator was not reinserted prior to removal of the sheath. The risk analysis for this failure mode was reviewed, and no additional escalation was required. The appropriate personnel have been notified, and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Additional information: b5, d4, d9, d10. H3: device evaluated by mfg - device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received 02oct2025. The anatomy was not scarred, tortuous, or stenosed, and resistance was not encountered during insertion of the sheath. Resistance was not encountered during insertion or removal of a 5-french cook catheter or other manufacturer¿s wire guides through the sheath. The dilator was not reinserted prior to removal of the sheath. Per the reporter, the amount of resistance encountered during sheath removal was not unusual, and nothing was in the sheath lumen at the time of the event. The hub was used to pull the sheath from the patient. There have been no reported adverse effects to the patient.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. H3: device evaluation anticipated but not yet begun. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during a transjugular liver biopsy via access in the jugular vein, the hub of a performer introducer separated upon attempted removal of the device from the patient. Because the physician was unable to grab the sheath with forceps, access was obtained in the common femoral vein (cfv), and the sheath was snared and removed from the cfv. A section of the device did not remain inside the patient¿s body. The patient did not experience any adverse effects due to this event.